Event description:
During the deep brain stimulation (dbs) procedure, the crw trunion wheels of the loaner unit were noted to have different settings for the same trajectory. There was no delay or issue reported by the surgeon that the issue caused an adverse event or potential for adverse event. The procedure went ahead as planned with no event/delay to patient.

Manufacturer narrative:
Investigation completed 04/26/2017. Method: device history. Trend analysis. Failure analysis. Device history record reviewed for product ID crwprecise serial number (B)(4) show that a total of (B)(4) was manufactured on 02/01/2011 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. A two year look back for this reported failure and or related to "trunnion wheels were noted to have different settings for the same trajectory¿ for this product ID shows that 6 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. One crwprecise, crw precision arc system was received on 14-mar-2017. The serial number was confirmed as being: (B)(4). Note that in addition, two photos were provided by the customer which was reviewed. The two trunnions were observed as being off- set by two degrees. Device has been verified for functionality and is now ready for clinical use. Failure analyst conclusion: no product malfunction, the crwprecise tested to specification. The reported complaint was considered unconfirmed. Conclusion: the evaluation performed in the (B)(4) service and repair centre found the fault could not be replicated. The reported complaint was unconfirmed.